Event description:
Customer reported problems with high voltage cable and the image is not rotating on screen when fluoroing. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cables. System operates as intended. This MDR is related to ge healthcare complaint number.